Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Sample has been evaluated and inspected the exterior of the sample and found the cap was detached from inflation funnel. The edges of the inflation funnel were smooth and regular. Tried to assembled the cap and it was functional and sac of catheter can be inflated and deflated without any difficulties. A potential root cause for this failure mode could be, rough shaft/inflation funnel weight out of specification/mishandling catheter/incorrect air pressure setting for valving. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[ warnings) -concerning use: 1. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the 2. Wyer inserting catheter with a stylet, this that the stylet has reached the tip of the catheter, and then insert without pulling [otherwise, the stylet may exit the side hole to damage the urethral mucosa.] 3. When deflating balloon, allow balloon to deflate on its own; do not use excessive force in aspirating with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, as a result the balloon cannot be deflated.] 4. When catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, damage etc. Before inserting a new catheter.[fragments of the balloon or segment of catheter may remain in the bladder.] ¿ caution should be exercised in the following patients: ¿ use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptures,, catheter may be broken, and catheter fragments may be left behind in the bladder.] [Contraindications/prohibitions] ¿concerning use 1. Do not reuse. 2. The balloon and shaf of catheter should not be pinched with forceps, etc. Damage to the catheter with a blade or sharp-edged devices must be avoided. [There is a strong likelihood that breakage or spontaneous removal of catheter, or rupture of balloon will occur, and that inability of balloon to deflate may make removal of the catheter difficult.] Precautions ¿ this product is contraindicated in the following patients: ¿ patients with a past history of allergic reactions to natural rubber. [Prohibited concomitant use] 1. Do not use ointments, contrast medium or lubricants having petroleum base on catheter (including oil of animal or plant origin, such as olive oil and petroleum jelly, and mineral oil.) [They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol).] 2. No substance except sterile water should be used to inflate the balloon. A contrast medium may cause balloon to burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. When air is used, air may escape to cause spontaneous deflation of the balloon so that the catheter may come out prematurely.] [Indications for use] this device is an indwelling catheter in the bladder for urinary drainage. [ precautions) 1. Precautions for use - natural rubber may cause allergic symptoms including itching, redness, urticaria, swelling fever, dyspnea, asthma-like symptoms, decreased blood pressure, shock, etc. When such symptoms appear, use of the device should be stopped immediately, and consult the attending physician so that appropriate measures should be taken." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inflation valve was removed from the outset and it was founded before opening and using.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inflation valve was removed from the outset and it was founded before opening and using.